Event description:
The patient contacted baxter's technical service center regarding a high drain 101 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) explained the alarm to the patient and informed the patient to use a manual bag that night. The therapy log showed that the initial drain volume equaled 950ml, the last fill volume equaled 999ml, the total fill volume equaled 11997ml, the total drain volume equaled 17598ml, the average dwell time equaled 1:33, the average drain time equaled 0:29, the total ultrafiltration (uf) equaled 560ml, and 0 bypasses were performed. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 101 alarm. The rn stated she was aware of the alarm. The rn stated she did not know what might have caused the issue, but the patient has been continuing therapy on the cycler successfully since then. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.